Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of "capsular contracture, baker grade IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported right side "removal from textured to smooth due to the concerns of the product" and a capsular contracture, baker grade IV. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to confirm as it is a medical event not related to the device. Capsular contracture: unable to confirm as it is a medical event not related to the device. Additional observations: crease fold observed. Yellow particles on the surface of the shell. Observed, posterior device on posterior side assessed as surgical impact opening. (Shell thickness was within specification). Stress marks observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side "removal from textured to smooth due to the concerns of the product" and a capsular contracture, baker grade IV. Device has been explanted.